Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump experienced high blood glucose. The customer¿s blood glucose was 416 mg/dl. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.